Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitors exhibited post-sensed t-wave oversensing. No intervention was made and the patient status was unknown.

Event description:
New information received notes the programming changes were performed. The patient was in stable condition.

Event description:
New information received notes the patient's implantable cardiac monitors was explanted. The patient was in stable condition.